Event description:
It was reported that at a subcutaneous implantable defibrillator (s-ICD) device replacement procedure due to premature battery depletion, the physician elected to surgically explant this electrode due to a history of over-sensed noisy signals and decreased amplitude measurements. Both products were replaced to resolve the event and no additional adverse patient effects were reported. The s-ICD system is expected to be returned for analysis, but has not yet been received.